Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant when lead was used for pacing lead would fall out of place. Multiple placements where attempted with same results. Doctor attributed failures to patient anatomy. No patient complications have been reported as a result of this event.